Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure which was not opening. The customer reported that the user was unable to remove the medication and also there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to released cubie as it has a lid failure. A field service engineer found that cubie was showing a lid failure but was performing properly. Released cubie and error cleared. The system functioned as intended.